Event description:
It was reported that a user experienced hyperglycemia while using an ilet fl3+ system, where the device indicated glucose was in range but fingerstick measurements showed elevated values, with a highest reported glucose of 306 mg/dl and duration out of range for approximately two hours; the device provided a high-glucose alert and glucose began to decline during the call. Symptoms included no reported clinical manifestations. Outcomes included no need for external assistance and no medical intervention. Investigation included review of the event details and user-reported glucose data and confirmation via repeat fingerstick. Investigation of this case revealed no device malfunction confirmed and no component failure identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.